Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the seal came off the bd insyte autoguard shielded IV catheter. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the seal came off the bd insyte¿ autoguard¿ shielded IV catheter. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: DHR review was performed on the lot number 7006572: the lot number was built on afa line 10 from 13jan2017 thru 18jan2017. Packaged on packaging line 11 from 17jan2017 thru 19jan2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Received one iag 24ga unit from lot number 7006572. Package was partially opened, but this is the basis of the complaint. The product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both variables were included in the investigation. The defect stated in the description of the complaint was confirmed with the returned unit that was partially open at top of the blister pack. Even though the packages were received partially opened, all the process characteristics that directly influence the seal were observed to be within specification. No anomalies were found. Photos submitted for review displayed the same findings has the evaluation of the returned unit. Conclusion(s): bd supplier oliver-tolas (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. Due to continuous issues with ot, bd is moving to an alternate supplier for the top web material. CAPA 48637 was opened to investigate the package seal integrity complaints and implement corrective actions.